Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance was noted on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.